Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported the cause of the lead revision was that the leads were initially placed too high. The patient's weight at the time of the event remains unknown. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2015, it was reported by the patient that during the trial the therapy was extremely successful on a low level of stimulation. They had x-rays done and they felt that the permanent implant leads were not in the correct location; they were in different locations. The patient would like to seek a second opinion. Relevant medical history included spinal pain. No outcomes or interventions were reported regarding this event. Additional information has been requested, but was not available as of the date of this report. If received, the event will be updated. On (B)(6) 2017, additional information was received from the manufacturing representative regarding their previously reported lead is sue where the patient was concerned about their lead location. It was indicated that the patient had gotten a lead revision on (B)(6) 2015, where their leads were pulled down. It was reported that the event occurred in 2015. The rep indicated that they were not the rep involved with the revision and that they did not have any further details. They stated that they